Event description:
Legal claim alleges that the patient was revised, because the device failed and the patient had to undergo a revision surgery. Medical records report that the acetabular component had slipped into a very severe malposition and the patient experienced a reaction of the metal devices.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.